Event description:
According to the reporter: occurred during a laparoscopic hiatal hernia procedure. After taking the first bite of tissue, only half of the needle came through. The needle broke in half and disengaged into the patient cavity. It was retrieved. Another device was opened to complete the procedure. No patient injury or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one label of a device. Visual functional indicated no abnormalities. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Without the physical product, a definitive root cause could not be identified. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.